Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding wear and corrosion involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: an operative note dated (B)(6) 2018 is included. Preoperative diagnosis was failed prosthesis, failed total hip. Postop diagnosis was same, with failed femoral implant, corrosive changes femoral taper trunnion trunnionosis. The procedure performed was a revision right total hip arthroplasty, extended trochanteric osteotomy with abductor mechanism reconstruction. The procedure findings included a well-fixed acetabular component, extensive corrosive changes at the accolade high offset stem with trunnion oxidation and failure. Implants utilized were noted in the implant log following the operation report. Catalog numbers were provided. The reconstruction was carried out using a competitor's femoral component. Conclusion of assessment: this inquiry reports the revision of an accolade stem for trunnionosis about 5 years after implantation. I can confirm that this event took place since I was able to review the operation report and pathology specimen report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and corrosive changes are multifactorial, including implant related issues and surgical technique product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding abnormal ion level involving an unknown implant metal head was reported. The event was not confirmed. Method & results:¿ device evaluation and results: not performed as product was not returned. Clinician review:¿no medical records were received for review with a clinical consultant.¿¿ device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding wear and corrosion involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: an operative note dated december 11, 2018 is included. Preoperative diagnosis was failed prosthesis, failed total hip. Postop diagnosis was same, with failed femoral implant, corrosive changes femoral taper trunnion trunnionosis. The procedure performed was a revision right total hip arthroplasty, extended trochanteric osteotomy with abductor mechanism reconstruction. The procedure findings included a well-fixed acetabular component, extensive corrosive changes at the accolade high offset stem with trunnion oxidation and failure. Implants utilized were noted in the implant log following the operation report. Catalog numbers were provided. The reconstruction was carried out using a biomet femoral component. Conclusion of assessment: this inquiry reports the revision of an accolade stem for trunnionosis about 5 years after implantation. I can confirm that this event took place since I was able to review the operation report and pathology specimen report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and corrosive changes are multifactorial, including implant related issues and surgical technique product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.